Event description:
A customer contacted baxter (B)(4) regarding assistance with the homechoice (hc) unit during initial drain. Per the initial report, the home patient (hp) a low drain volume alarm. The technical service representative (tsr) assisted the hp to troubleshoot the problem. The hp stated that there was air in the patient line. The tsr advised the hp would need to end therapy and start over with new supplies.

Manufacturer narrative:
(B)(4). The lot number and sample availability are unknown at this time. Baxter is attempting to obtain additional information.

Manufacturer narrative:
(B)(4). This complaint for a low drain volume alarm was confirmed based on home patient (hp) stating that there was air in the patient line. The cause of the air in the patient line is undetermined. Similar reports have been received by baxter for the reported problem. Additional investigation is being conducted through (B)(4).